Event description:
It was reported to philips that the system's power distribution module burned out, which prevented the system from booting. The device was outside clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected data: additional narrative added part analysis information. Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) checked the device on site and confirmed that there was a malfunction of the pdm (power distribution module). Upon troubleshooting the fse found that the issue was with the power distributor module (pdm). The cause of the power distributor module (pdm) failure could not determine by the supplier's part analysis. To resolve the issue, fse replaced dcps with pdm. After replacing pdm (power distribution module), the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) checked the device on site and confirmed that there was a malfunction of the pdm (power distribution module). Upon troubleshooting the fse found that the issue was with the power distributor module (pdm). To resolve the issue, fse replaced dcps with pdm. After replacing pdm (power distribution module), the system was returned to use in good working order. The codes were updated based on the investigation outcome.